Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Suspect medical device serial #: (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture present and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 11/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places with evidence of moisture ingress inside the compartment and on the underside of the battery cap. The battery cap did not secure properly to the pump due to damaged cap threads, and a power loss duplicated. Further testing was completed using a test cap. A leak test was performed and failed due to a leak at the damage in the battery compartment. The pump case was removed and evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Due to the moisture damage, the pump did not produce vibratory alerts when powered on, and the keypad buttons were unresponsive to user presses.